Event description:
It was reported through a literature article that an angio-seal sts was deployed post diagnostic cerebral angiography where a 5f terumo sheath was used via the right superficial femoral artery puncture. The pt had been hospitalized for subarachnoid hemorrhage and underwent subsequent diagnostic angiography. The pt was on bed rest post procedure for 2-4 hrs. There was an absence of distal extremity pulses noticed after 6 hrs. Femoral angiography was then obtained via contralateral femoral access which revealed stenosis at the right common femoral artery (rcfa). The pt went directly to surgery and the anchor and collagen were found to be enmeshed in a large intraluminal thrombus. Additional info was not available. The incident date is between 2005 and 2006. The physician who deployed the angio-seal was unk.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) cautions -should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.